Event description:
It was reported that during a surgical the battery housing of the device broke. No impact to the patient was reported. Additional information attempts are ongoing.

Manufacturer narrative:
The reported event that the battery housing was broken was confirmed through visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a surgical the battery housing of the device broke. No impact to the patient was reported. Additional information attempts are ongoing.